Event description:
Medical device customer notification - immediate action required: boston scientific, encore 26 advantage kit, insertion tool. "Boston scientific has discovered that users of the encore 26 advantage kits which were manufactured between 08/03/2012 and 09/18/2012 may experience difficulty in passing guidewires through the insertion tool which is included with encore 26 advantage kits. The difficulty to pass guidewires, especially j-tipped guidewires, through the insertion tool is caused by a jack of smoothness within the hub/hypo tube transition in some devices. This issue may lead to a clinically insignificant prolongation of the procedure upon attempt to insert a guidewire into the insertion tool but is not expected to cause increased risk of injury." Has prolonged procedure, has created the need to load wire from the back end, has damaged wire and more equipment had to be added to procedure and creating more costs, creating frustration for physicians, and additional insertion tools and essentials kits to be added to procedure.